Manufacturer narrative:
The introducer and sheath were returned to edwards lifesciences for evaluation, with the introducer tip separated and missing. The sheath shaft was not expanded. The introducer and sheath were visually inspected and scratches and indentations on sheath shaft were observed. Also, the introducer tip was separated and missing/not returned. There were scratches on introducer shaft. No other abnormalities noted on the devices. No functional testing was performed due to the condition of the returned device (introducer tip separated and missing/not returned). Dimensional measurements were take on in the introducer adjacent to the separation. The measurements indicate that the separation was in the tapered formed tip region. Due to the separation occurring on a tapered section of the introducer, the od specification at the measurement point could not be determined. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any other issues that could have contributed to this complaint. A review of complaint history from april 2015 to march 2016 did not revealed any other complaint for ¿introducer, shaft ¿ separated¿. No IFU/training deficiencies were identified. The complaint for ¿introducer, shaft ¿ separated¿ was confirmed as the investigation revealed that the distal tip separated at the tapered region approximately 21.1¿ from the proximal end of the hub. However, the investigation did not indicate any manufacturing non-conformances. Review of complaint information indicated that patient and procedural factors mostly likely contributed to the reported compliant. Per the cer, the patient had moderate vessel calcification and severe vessel tortuosity (¿sinuosities¿). Visual inspection revealed scratches observed on the surface of the introducer shaft and esheath which is indicative of contact with patient calcification. In addition, the complaint states that the device was torqued to the right and left when the break/separation occurred. It is possible that this manipulation of the device within the severely tortuous and moderately calcified vessel contributed to the device separation. Other factors include device preparation such as not flushing or hydrating the introducer and sheath properly, and/or insertion technique (not using slow and continuous motion) may have contributed to the reported event. During introducer assembly manufacturing, the introducer underwent multiple 100% inspections by manufacturing including inspections of the end of tip for damage using a microscope at 7-12 x magnification. No splits, breaks, flash (must be firmly attached with no strings or hairs allowed, and no greater than 0.005¿ in length), or other mechanical damage to end of tip was allowed. The shaft integrity is also inspected by using a minimum 2.85x magnification to inspect the shaft. The shaft was free of process and surface defects such as cracks, dents, scratches, marks and discoloration. During the component introducer washing, multiple injections are performed including rejections for splits, cracks, mechanical damage, and flash greater than 0.005¿. During post-cleaning inspection only, an occlusion inspection mandrel is inserted thru proximal opening until it exits the distal tip of the shaft. Additionally, during receiving of the introducer components, the parts are sample inspected per receiving router per zero defects. These inspections stated above support that it is unlikely a manufacturing non-conformance was the source of the complaint. The complaint was confirmed for ¿introducer, shaft - separated¿, however labeling inadequacies or device non-conformances were not identified. Available information indicates procedural and patient factors may have contributed to the reported complaint. Review of complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required

Event description:
As reported by our affiliates in (B)(6), during the progression of the introducer within the external iliac artery on an extra stiff guidewire, in which the team torqued the introducer probably around a 1/4 of turn on the right and the left direction, the dilator of the esheath broke within the distal extremity. After removing the esheath, the broken extremity remained within the iliac artery. A 'goose neck snare' was used to remove the broken piece with success. A new attempt was performed with a new esheath, however, due to the difficulties to progress in the artery the decision was made to stop the procedure and to close the artery. The pre closure angiography on the iliac and femoral arteries was good. The patient is stable and in a well condition. The tf approach was obtained with a surgical access. The patient had severe tortuosity on the iliac arteries. The patient had severe sinuosities on the iliac arteries.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during the progression of the introducer within the external iliac artery on an extra stiff guidewire, the dilator of the esheath broke within the distal extremity. After removing the esheath, the broken extremity remained within the iliac artery. A 'goose neck snare' was used to remove the broken piece with success. A new attempt was performed with a new esheath, however, due to the difficulties to progress in the artery the decision was made to stop the procedure and to close the artery. The pre closure angiography on the iliac and femoral arteries was good. The patient is stable and in a well condition. The tf approach was obtained with a surgical access. The patient had severe tortuosity on the iliac arteries.